Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at output window; the outer flow tubing and metal cap do not exhibit signs of melting at the location of fracture. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; the glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 67,395. Time expended: 13:39 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, "end firing" was observed. The procedure was completed with a second fiber. Patient outcome "ok" reported.